Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope displayed a greenish image. The issue was found during maintenance. There were no reports of patient involvement.